Manufacturer narrative:
Our investigation into this complaint is now complete. A review of the associated batch manufacturing records was not possible due to no lot number being supplied. The returned pump was evaluated to help to identify if there were any problems with the pump and/or what could have caused the reason for the complaint. The analysis undertaken confirmed the device had failed due to liquid entering and flooding the internal electronic components. Prior to manufacturing, all pico pumps undergo full functionality testing to an agreed specification. This ensures that all pumps are working correctly before being shipped to our customers; any failures identified are segregated for investigation. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that customer contacted a sales rep to troubleshoot a pico pump. The lights were not working and neither was the pump delivering tnp. She had changed the batteries and all the lights flashed on and stayed on but the pump was still not working. The pump was put on patient new and died within 3 days. Would not turn on despite changing the batteries. Packaging was thrown out when first put on as there didn¿t appear to be any issues when it was first put on. The customer got another pump from the store.